Event description:
At 107 seconds with hemochron signature (model not reported) / act-lr system post-2000 u heparin bolus during cardiac craterization procedure. Repeated assay at unspecified time with 88 seconds reported. Subsequently repeated assay with 2nd, unspecified hemochron instrument and unspecified time with > 200 seconds result. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval / investigation pending additional info from consumer.